Event description:
I wanted to point out a potential issue with the oral syringe that comes in the package with risperidone oral solution ((B)(4)) made by heritage pharmaceuticals. Their oral syringe is labeled in manner that shows you the opposite of any oral syringe I have ever seen/used. I can send you a picture of their syringe and a picture of the typical oral. It is confusing and I did not send it to the nursing station because I believe a nurse would end up giving 10 times the correct dose. Medication administered to or use by the patient: no; relevant materials provided: image; (B)(6); access number: (B)(4).